Event description:
Complainant alleges "the reported aa01 cautery was selected for use. When the package was opened, and attempted to be turned on, it was confirmed that the switch button had got dented and unmovable. So, the cautery was not able to be on. It was replaced with another one and the procedure was continued.".

Manufacturer narrative:
The device was unable to be returned for evaluation, however pictures were provided. Based on the pictures, the complaint was able to be confirmed. However, without the device being available for evaluation, we are unable to determine a root cause. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.